Manufacturer narrative:
Covidien reference number: (B)(4). This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury.

Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator had a flow sensor error. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). A non-covidien service provider checked the ventilator on test lung and the compressor, then performed flow sensor calibration successfully. The ventilator is back in use.

Event description:
Reported incident occurred during set up there was no patient involvement. There was no o2 sensor error observed, only a flow sensor error was observed.